Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review found that the device had been serviced before. The most recent repair request was made on (B)(6) 2025. The customer issue was confirmed through the event log history review. The root cause of the issue was an anomaly in the component (the microprocessor board). The device was returned to the customer with no repair provided at their request.

Event description:
It was reported that error code 1144 was displayed, indicating an internal abnormality. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.